Manufacturer narrative:
Follow-up # 1 (06/11/2013)-device evaluation: the subject meter was returned on 04/23/2013 and analyzed on 05/30/2013 by the product analysis department. The reported complaint of an error 1 message was reproducible in the laboratory when the subject meter was powered on due to corrupted meter data. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.